Manufacturer narrative:
The investigation confirmed that lower and higher than expected vitros amon results were predicted from a quality control fluid on the vitros 5600 system. From the information provided, an instrument or a reagent issue with the vitros amon slides cannot be ruled out as potential contributing factors. A definitive root cause for the event could not be determined.

Event description:
The customer observed both lower and higher than expected ammonia results predicted from a quality control fluid when using vitros clinical chemistry products ammonia (amon) slides on a vitros 5600 integrated system (obtained results of 126.0, 119.2, 64.4, 63.9, 60.3 and 63.5 ¿mol/l vs. Expected result of 90.75 ¿mol/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected on patient samples. There was no report of affected patient sample results; therefore no affected patient sample results were reported from the laboratory. There was no allegation of patient harm. This report is number two (2) of six (6) MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).